Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service repair technician identified foreign material in the biopsy (bx) channel and noted that the forceps could not be passed through the biopsy channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for the foreign material in the biopsy (bx) channel the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.